Manufacturer narrative:
. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that patient faced three infusion set cannula bent events on 10-feb-2023. Event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was 300 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.